Manufacturer narrative:
Weight: unknown. Ethnicity: unknown. Race: unknown. Work order search: no similar complaint was reported for units within the same lot. Claim # (B)(4).

Event description:
The reporter indicated the surgeon inserted and removed a 12.6mm micl12.6 implantable collamer lens, -10.50 diopter, during the same surgery due to a small hole was noted in the paracentral optic of the icl lens after insertion. The lens was replaced during the same surgery with another same model/length lens and the problem was resolved. The cause of the event was unknown.